Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The assembly process and manufacturing procedure of catalog number 780-18 were reviewed and no findings related to the reported issue were found. The device history record (DHR) of batch number 02f1300706 has been reviewed and no issues or discrepancies were found relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. No corrective action can be established since the sample is not available to perform an investigation and determine the source of defect reported. This customer complaint can not be confirmed due to the lack of product sample to perform an investigation and determine the source of defect reported. If defective sample becomes available at a later date this complaint will be re-opened.

Event description:
The complaint was reported as: the customer alleges that during set-up, the circuit would not pass the leak test. Upon inspection, the respiratory therapist noticed a pin hole in the circuit on the expiratory limb at the connection to the cuff. No report of a pt injury/involvement.